Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited increased impedance, undersensing, and increased pacing threshold. Electrogram review by the clinic also observed atrial lead noise. The lead was explanted and replaced. Once removed, the lead appeared fractured and clavicular crush was suspected. The patient was stable.

Manufacturer narrative:
Outer coil and filar damage was noted at 18.3 cm to 18.7 cm from the pin consistent with clavicle crush damage. The outer insulation was undamaged. This is consistent with the observations from the field.